Event description:
It was reported that, during an in-clinic follow-up, a hematoma/granuloma was observed on the patient's scar tissue. The event was resolved by removing the hematoma/granuloma. The patient was in stable condition.